Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500673 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip would not open all the way to go around the duct. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#1900042814. One samples of part number 543965 arrived without the original packaging. Lot number was confirmed as 73g1500673 from the documentation attach to the sample. Visually the sample had a broken jaw. The cause for the broken jaw is unknown. The sample was fired and the jaw came off. Functional testing could not be performed due to the condition of the jaw. The cause for the broken jaw is unknown. Per functional testing of applier part number 543965, could not be fired since jaw was damaged. The cause for the broken jaw is unknown. Due to this condition functional test could not be performed. Therefore defect reported "clip would not open enough" could not be confirmed and corrective actions is not required at this time. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. We will continue to be monitoring trending of similar complaints.

Event description:
Alleged event: the clip would not open all the way to go around the duct. The patient's condition was reported as fine.